Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle failed to retract during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported the IV catheter failed to retract. Placed IV in left ac. Pressed button to activate safety device and needle did not retract. Tried pushing it again with no luck. Taped down IV and discarded the exposed needle.

Manufacturer narrative:
H.6. Investigation summary the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history review was conducted for lot number 9261082 no related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle failed to retract during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported the IV catheter failed to retract. Placed IV in left ac. Pressed button to activate safety device and needle did not retract. Tried pushing it again with no luck. Taped down IV and discarded the exposed needle.